Event description:
It was reported that during implant the physician was having difficulty placing the right atrial (ra) lead and did not believe the screw deployment and retraction mechanism was operating appropriately. The ra lead was taken out and a new ra lead was placed without difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. The analyst noted that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.